Event description:
It was reported by service report that the bed had no footboard functionality. Customer could not determine if there was pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Result: damaged footboard connector.